Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel using a px slim delivery microcatheter (px slim). However, the physician was not pleased with the coiling pattern of the ruby coil. Therefore, the ruby coil was successfully removed from the patient and then from the px slim. While resheathing the ruby coil back into its introducer sheath, the physician was unable to resheath the last centimeter of coil and subsequently, the coil unintentionally detached within the introducer sheath. Therefore, the procedure continued using a new pod8 coil and the same px slim. There was no report of an adverse effect to the patient.